Event description:
Sales rep reported on 30sep2024 that on (B)(6) 2024, a surgeon performed a distal radius orif using the ws3 system. When the surgeon was implanting the distal 2.4mm screws, the dvtx-8 np tip snapped off in the head of the screw and was not able to be retrieved. It was stated that the dvtx-8 np came in contact with the screw but not the patient. In addition, there is nothing to be seen on the x-ray with regard to this as the tip of the screwdriver snapped and was retained in the recess in the head of the screw. This caused about a 5-10 minute delay in surgery. The surgeon opted to leave the screw implanted in situ but the remainder of the driver is available to be returned.